Event description:
It was reported via repair work order that the both left and right footend side rails was not locking in the upright position due to the linkage arms being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.